Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to oversensing of noise, and a suspected lead fracture. A new lead was successfully implanted. Besides surgical intervention, no adverse patient effects were reported. Additional information was received, the lead was discarded at the facility and will not be returned for analysis.

Manufacturer narrative:
This device has not been returned; therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.